Event description:
It was reported that the right ventricular pacing impedance had risen over the past few months. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.